Event description:
Baxter reports the clamps on two transfer sets were leaking and the roller mechanisms were difficult to open. Noted during use. No patient injury or medical intervetion was reported per baxter affiliate.